Manufacturer narrative:
A member of the (B)(6) clinical team contacted the treatment clinic on 26 may 2026 to further investigate the incident. On 2 june 2026, cl clinical became aware that patient experienced a burn. No additional information or images was provided although requested. Burns are an expected side effect from such treatments. On (B)(6) 2026 a trained cl field service engineer (fse) went to the site to perform a device evaluation. Fse performed a system evaluation and functional check. Handpiece and fiber were then inspected. Fse checked the energy on both alex and yag using 18mm. Fse also inspected and tested 3mm/5mm, 8mm/10mm/12mm cartridges on customer's reported fluence setting. Fse confirms no issues were found and laser energy was within specification. Root cause to how the device sparked is inconclusive since the device was found to be operating within specification and no other treatment information was made available. The event is reportable per FDA medical device reporting title 21 cfr part 803 since an observed malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Cynosure lutronic became aware of a clarity ii sparking during treatment. Treatment clinic relayed seeing a spark and hearing it. This occurred with three patients during separate treatments using ICD 10/10/10 settings. It was noted that the device is eco-friendly; however, the treatment clinic reported that they may have been using a cryogen canister with a red lid, which contains a non-environmentally friendly cryogen.